Event description:
A dreamstation 2 was returned to the third-party service center for evaluation. During the evaluation, it was noted that the device pca was burnt. In conclusion, the device pca needs to be replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device the inlet and outlet seal is missing and the pollen filter needs to be replaced for preventative maintenance unrelated to the reportable malfunction. The device has been forwarded to the manufacturer for further investigation.